Manufacturer narrative:
(B)(4). Follow up information was obtained related to the event. It was reported that the patient experienced cloudy effluent as a result of the peritonitis. Additional treatment for the event included fortum 1g, tobramycin and ciprofloxacin 2x500 orally. On an unreported date, the patient was hospitalized for a severe discharge. It was unknown if the patient had recovered from the peritonitis prior to the event. Therapy was later discontinued and the patient's catheter was removed. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, manifested by abdominal pain. The patient was hospitalized for the reported event. The cause of the peritonitis was unknown. The treatment included vancomycin (dose and frequency not reported). The patient was later discharged from the hospital, after there were improved lab results. However, the patient was hospitalized three days later due to "worsened lab values." The outcome of the peritonitis is unknown. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not available; therefore, no evaluation could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information from that review, a supplemental medwatch will be filed.